Event description:
Meter name: one touch ultra. Strip name: lifescan. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: shortness of breath, fast heart beat, and weak. A patient reported theyv were unable to get a blood glucose result and took to much medication. Their meter allegedly would only prompt error 4 message. Treatment was unknown. No further information has been reported.